Event description:
The customer reported to olympus, the power switch was not popping back out on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the main switch was stuck in off position and needed to be replaced and software version needed to be updated from 1.04 to 4.10 version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the main switch not returning from the off position could not be identified. However, it¿s likely the cause is related to a faulty main switch. Olympus will continue to monitor field performance for this device.